Event description:
A user facility reported to olympus that the evis lucera gastrointestinal videoscope auxiliary water channel pipe blocked. The event occurred during preparation for use, prior to an endoscopic submucosal dissection (esd) diagnostic procedure. It was reported that the procedure was completed using similar device with less than 15 mins delay. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, auxiliary channel port at the c-cover can be seen the wear marks left by the attempt to dredge, dredge the auxiliary channel and remove the flocculent foreign material, leakage check, no leakage was found; no abnormality was found by image inspection, auxiliary channel failed to feed water, auxiliary channel port at the distal end cover can be seen the wear marks left by the attempt to dredge, dredge the auxiliary channel and remove the flocculent foreign material, the auxiliary channel was dredged, the leakage test was conducted again to check that the auxiliary channel, and the endoscope was free of leakage; the auxiliary channel was normal. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following are probable causes of the foreign material that had lodged in the auxiliary water channel: a) pre-cleaning was not performed immediately after the previous procedure, foreign material became difficult to remove from the auxiliary water channel. B) the auxiliary water channel was insufficiently reprocessed after the previous procedure. However, a final root cause was unable to be identified. The following is included in the instructions for use: ¿1.4 precautions: all channels of the endoscope, including the auxiliary water channel (where existing), must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. 3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ olympus will continue to monitor field performance for this device.